Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported white suture being out of the transparent suture lumen before use was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar white suture being out of the transparent suture lumen before use incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional endoprosthesis implant, arteriotomy closure of the left common femoral artery was attempted using a the prostar xl device. Reportedly, as the device was being back-loaded onto a guide wire before it entered the patient anatomy, the sutures were observed to be already out of the small transparent tubes (suture lumens). The device was removed from the guide wire and a second prostar xl device was used to achieve hemostasis. Blood present on the device is reportedly from being handled by contaminated gloves. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.